Manufacturer narrative:
Concomitant products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the caller had the patient in the MRI scanning room and had started the MRI scan when the patient reported that she was feeling a tingling sensation under the left breast at the level where the leads ended in the back. The caller stated that it was using a 1.5t machine, ¿t/r¿ head coil and the patient¿s device turned off. The caller was going to stop the scan and not finish the scan of patient. It was noted that the event or symptoms occurred following and unrelated medical procedure. The next day it was reported that a head only MRI was completed with ¿t/r¿ coil and did not have to stop the scan on the date of report. It was noted that the patient was getting tingling (also later called vibration) sensation during localizer part of the scan. The patient felt the sensation under the left breast during the localizer scan which lasted twelve seconds. The patient was not wearing a bra and did not have anything metallic on at the time of the scan. The patient did not feel any other tingling or vibration again until a later sequence when the patient felt the sensation on her left side around the midline by the waist. The patient stated that it did not hurt. There was no shocking, no warmth, no patient felt by the patient so the scan was continued. It was noted that the patient did not feel any pulling either during the scan. The stimulation was off during the scan. The patient turned the stim on afterwards and said the stim was working. It was later reported by the healthcare professional (hcp) that the last office visit was (B)(6) 2011 and the last reprogramming was (B)(6) 2014. It was noted that the reason for the MRI was unknown. The location on the body of the MRI was unknown.